Event description:
It was reported that the patient experienced a shocking sensation, worsening of pain, and intermittent stimulation from their implantable neurostimulator (ins) suddenly approximately 2 weeks ago. He stated that he felt the shocking and intermittent stimulation when he was moving. It was noted that he used the ins therapy more at night as he felt the stimulation was more intermittent during the day. It was painful for him to put any pressure on his foot and felt a burning sensation in his toes and bottom of foot whether the ins was on or off. He also felt a pinching sensation in his back which was a new sensation for him. An MRI was ordered to see if he had any disease progression. The patient was seen by the company representative after the start of these symptoms 2 weeks ago without success. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead: model 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: na; lead: model 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: na; programmer: model 37743, serial# (B)(4); extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2010, explanted: na; extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. (B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but had not sought further help.